Event description:
Area around wrist arterial line was infiltrated. Rn attempted to stop pressure bag of heparinized saline and discontinue the line. Sutures were cut and dressing was removed. Catheter slipped out and it was noted that catheter was nipped with only white plastic base left. Remaining catheter was retained in body and required surgical removal.